Manufacturer narrative:
Follow-up # 1; date of submission: 09/28/2016. Common device name was previously reported as ¿insulin infusion pump.¿ the correct device name is ¿insulin pump cartridge.¿

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart/ issue. Reportedly, the cartridge was unable to fill all the way to 2.0 ml. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.